Event description:
Customer reportedly received results of 530 mg/dl and 230 mg/dl within 10 minutes on the advantage comfort curve system. Customer reported results of hi (>600 mg/dl) and 150 mg/dl within 10 minutes on the advantage comfort curve system on a separate occasion. On a third separate occasion, customer reportedly received results of 363 mg/dl and 177 mg/dl within 10 minutes on the advantage comfort curve system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.